Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the physician could not engage the atrial setscrew on the device. The device was attempted but not used and was replaced. No patient complications have been reported as a result of this event.